Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had been experiencing a sensation which the health care provider believes is due to possible device movement/touching of a nerve due to weight variations. Device interrogation identified a code 1003 indicative of battery voltage too low for the projected remaining capacity was recorded. Device replacement was recommended. A follow up call was received stating the patient had an ablation procedure for ventricular tachycardia (vt) and a replacement device may not be necessary. The caller then inquired about the implications if this patient had an magnetic resonance imaging (MRI) as the physician did not want to explant the device and would rather abandon it. It was also noted that if the system is removed from service it will not be replaced with a boston scientific device. No adverse patient effects were reported. This device was explanted and returned for analysis.